Manufacturer narrative:
Patient's demographic: no information was provided. Reporter's occupation was not provided. The sample was not returned for evaluation. 3m is unable to verify the break and identify exact location and root cause without the sample. 3m will continue to monitor.

Event description:
A hospital alleged a 3m¿ ranger¿ high flow disposable set (model 24365) broke after set up. Location of the break was not available. No patient or staff injury was reported. No additional information was provided.